Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt mentioned they got shocked "so bad" by their spinal cord stimulator(scs) about a year ago, so the pt allowed their ins to deplete and then did not charge their ins for almost a year or so. Now, the pt went to charge their ins and got "no device found." Pt called mdt rep. Paul(ln, unknown) today via phone and mdt rep. Paul said the pt may need a replacement recharger antenna and to call pt services. During the call, the pt entered passive recharge mode (84, 88, 88). After several minutes in passive recharge mode, the pt was recharging "excellent." The troubleshooting steps that were taken on the call resolved the issue. Patient services specialist also redirected the pt to their hcp if they still experience uncomfortable therapy or shocking. Pt said they were going to speak to their hcp and mdt rep. Paul once they got their ins charged. Pt provided recharger antenna serial number on call: (B)(4).